Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that there was poor coupling with recharging. The patient reported that it had always been difficult for her to obtain and maintain recharge coupling boxes. The patient reported that she was only able to obtain 2 or 3 at the most and it¿s often only 0 or 1. The patient was assisted in troubleshooting over the phone and a max of 2 squares were obtained before dropping off again. The antenna was repositioned over the ins and the antenna dial was turned through all 4 positions. The antenna locate feature was used and resulted in a max reading of 40 which yielded no coupling bars. The patient reported that the ins ¿feels like it¿s tilted a tad¿ but it¿s not too deep. The patient reported that the ins site was not swollen, enflamed or painful. No further complications were reported.